Event description:
Customer reported the system would not x-ray and is displaying a communication error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and restrapped the isolation transformer. System operates as intended. (B)(4).